Event description:
Vent was said to have stopped delivering breaths to the pt. Unclear whether vent actually went inop. Nurse was with pt when she said the pt became agitated and then started turning blue. It was noted by the family members of the pt that the green pressure bar on the vent had stopped moving. They are sending all info,. Settings and nurses notes back with the vent.